Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding the patient. It was reported that following the patient¿s MRI procedure on (B)(6) 2016, they experienced severe pain and pressure in their head and neck area. It was noted that the patient had the worst headache of their life. The patient reported that they were incontinent after the MRI. It was noted that the patient was then monitored by a neurologist and given pain medication, which decreased their pain. The patient outcome was unknown at the time of the report. The caller stated that their facility did not scan the patient, but they were reading the doctor¿s notes from another facility. No further complications were reported. The patient was implanted for spinal pain.

Event description:
Additional information was received from the patient reporting that their severe pain and pressure in their head/neck, headache and incontinence following their MRI procedure on (B)(6) 2016 had not been resolve. They also reported their weight. No further complications were reported/anticipated.